Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. This emdr will reflect the information for device #2, a separate emdr shall be filed for device #1. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2010, the patient had two bard/davol oval composix kugel mesh, product code 0010203, lot number huuh1662 (device #1) and product code 0010204, lot number 43jqd206 (device #2), implanted to repair a hernia defect. It is alleged that on (B)(6) 2013, the patient underwent surgery for recurrence repair. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. No specific device failure has been reported nor have medical records been provided by the patients attorney. This emdr will reflect the information for device #2, a separate emdr shall be filed for device #1. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years post implant of composix kugel mesh, patient was diagnosed with adhesions, pain and hernia recurrence thereby underwent open repair. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the mesh ¿ composix kugel (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2010, the patient had two bard/davol oval composix kugel mesh, product code 0010203, lot number huuh1662 (device #1) and product code 0010204, lot number 43jqd206 (device #2), implanted to repair a hernia defect. It is alleged that on (B)(6) 2013, the patient underwent surgery for recurrence repair. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with recurrent incarcerated ventral hernia (x2) thereby underwent open repair with the implant of composix kugel mesh (device #1 & #2). Per operative notes, ¿in the upper midline, large sac found protruded was dissected. The sac was extended to left of the midline. The second hernia was identified when entering abdominal cavity through the sac below this hernia. Both hernias had moderated amount of edema. Both were reduced, a bard composix kugel mesh (device #1 & #2) placed separately and sutured.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device #3). Per operative notes, ¿the area of the bulge was dissected down and encountered the previous mesh. There was a hernia defect at the superior portion of it, where the hernia had recurred. The adhesions were circumferentially dissected. Then, a ventralex mesh was placed to cover this space and fascia was closed using sutures.¿ attorney alleges that the patient had adhesions, pain, infection, hernia recurrence, bowel obstruction, perforation, mesh migration and emotional injuries.